Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. D4: batch #693c37. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil partially detached from the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out off the device. Two reloads (b and c) were present. The reload (b) had the proximal 2 drivers up with two partially formed staples in the pockets and the remaining drivers down with staples present and a swing tab in the locked position. The reload (c) had the proximal 21 drivers up, with scratches noted in the right gripping surface and the swing tab was in locked position. However, the reload was loaded in the device without difficulties. The reload (b and c) swing tabs were reset in order to fire the reload. The device was tested with the returned reloads and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the scratches in the reload (c) is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693c37, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure the reload stuck during firing. There was a 15 minute delay to surgery. The procedure was successfully completed. No patient consequences reported.